Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-24814.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported through an edc study that a patient experienced some bleeding roughly a month after impella support. Although deemed unrelated to the impella device itself, the bleed was considered to be possibly related to the impella procedure. No additional information was provided regarding the bleed or subsequent intervention. The patient survived the event.